Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation, the belt failed an therapy electrode recognition test. The root cause for the failure was the rear 1 therapy electrode had an open circuit. The root cause for open circuit was unable to be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.